Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) was not sensing. Analysis noted that the output connector assembly of the epg was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg has been returned for repair. There was no patient involvement.